Event description:
Reporter indicated that the site was experiencing problems with their programming system. Troubleshooting was performed, and the handheld would power off automatically while aligning the handheld's screen. It was also reported that it took multiple taps on the screen with the stylus to progress to the next screen. After several attempts, the site was unable to advance through the initial set-up screens to the vns software. The site reported that the handheld computer had been plugged in for days prior to the event. The handheld computer and software flashcard have been returned to the MFR for product analysis and new equipment has been sent to the site.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.